Event description:
It was reported that during a system extraction, the atrial lead was noted to be dislodged. The lead was explanted and could not be replaced due to an unrelated patient medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.